Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 5th firing the clip twisted and did not close. All clips were accounted for. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on which firing of the device did the problem occur (1st, 2nd, etc)? 5th. What vessel or structure was the device fired on at the time of the event? Duct and artery. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device at the time of firing? Yes. Was any unexpected resistance felt when pressing the firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Did any clips fall into the patient? No. Was the device fired after this incident, in or out of the patient? Unk. What were the patient indications for surgery? Laparoscopic cholecystectomy. What was found during surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did someone other than the primary surgeon fire the device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.